Event description:
It was reported that when the carrier of opsite flexifix gentle 5cm x 5m was removed, much of the silicone adhesive was removed with the carrier and did not remain on the film, so it could not be used; there is no information about how the procedure was finished; no patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the device intended to be used in treatment has not been returned for evaluation and with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause is temperature and or product failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.